Event description:
Caller reported that pump unexpectedly displayed a reset screen, which did not require plugging into a power source to restart. There was no adverse impact to the customer's blood glucose level. The technical support team informed the caller that the reset was a safety feature and assisted in reloading the cartridge and resuming insulin delivery; the caller understood and acknowledged the explanation.